Event description:
Targeted vessel: left common iliac, disease state: coronary cto (chronic total occlusion). Description of problem: stent would not cross. Stent came off balloon. A second stent was used with same results. Stent would not cross. Stent came off balloon. No other details were provided by the user facility.

Manufacturer narrative:
Original MDR (1219977-2012-00177) included two devices. This MDR has been created to address second device. Contents includes all relevant info to second atrium device used in case. The catheter was returned and examined. The stent was in its original crimped position and was not dislodged. There were minimal signs of bodily fluids on the catheter. The stent, when force was applied to either direction did not move. All signs of a properly crimped stent were present. There appears to be nothing wrong with this device. Based on the procedural info provided as well as no issues observed with either the data retained by quality control or the notes recorded, atrium can find no fault with the mfg process or the device in question.